Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received without the original battery cap and no physical damage to battery compartment. The unit had an intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched screen, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported having numerous issues with the insulin pump and it's dead and unresponsive. The caller also mentioned having multiple motor error alarms and a button error alarm. The blood glucose reading was 163mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The device had a crack near the screen. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.